Event description:
It was reported that a patient had his pump replaced on (B)(6) 2010 due to an exhausted battery. After the patient left the hospital, he experienced symptoms of psychosis. A catheter dislocation was determined on (B)(6) 2010. The psychosis was determined to be caused by the catheter leak, which resulted in a loss of baclofen and ziconotide. It was noted that the patient also had an urinary tract infection. The catheter was reconnected, and the ziconotide was stopped "for safety reasons." After a "few days" the patient recovered and was started back on ziconotide. The patient's symptoms did not reappear after the study drug was reintroduced. It was indicated that they did not believe there was a drug related causality "concerning ziconotide, but with the depletion of baclofen." The patient continued on with the study. It was further noted that the patient's urinary infection was not treated "specially because of (B)(6)." It was reported that the outcome of this event resolved, but did require hospitalization. Multiple concomitant medical products were noted, which included: ziconotide, morphine, oxcarbazepine, ibuprofen, venlafaxine, domperidon, simvastatin, phenprocoumon, pantoprazole, keppra, and risperidone. Additional lab test information was later reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that a catheter revision was done. The outcome was noted as patient is very well.

Manufacturer narrative:
(B)(4): the initial MDR and follow up#1 were filed as manufacturer's report # 3007566237-2011-08322. Additional review indicated the correct manufacturing site was site # (B)(4).

Event description:
It was indicated that on (B)(6) 2009 ziconotide was added due to lack of efficacy. It was reported there was an operative connection of the catheter. Severity was noted as severe. Psychotic symptoms were noted on (B)(6) 2010; treatment given was olanzapin. Outcome was noted as resolved.

Manufacturer narrative:
(B)(4)